Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this system. Block d4: expiration date is not applicable for this system. Blocks d6 & d7: not applicable for this system. Blocks h3 & h6: the facility cancelled service on the intrasight system; therefore, the cause could not be established. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in an emergent aortic dissection procedure. During use, the system had an unknown hardware error; therefore, it could not be used. The procedure was completed with a mobile c-arm and angio. No patient injury reported. This product problem is being reported because the system could not be used during an emergent case, resulting in a potential for harm due to the delay of the procedure.